Event description:
It was reported to (B)(6)that a peritoneal dialysis (pd) patient was hospitalized due to pd catheter (not a (B)(6) product) issues. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient had not begun performing pd therapy, as the pd catheter (not a (B)(6) product) became infected prior to beginning training. The patient was hospitalized on (B)(6) 2025 due to the pd catheter infection, and was started on antibiotics (drugs, dosages, frequencies, durations, routes not provided). The patient¿s pd catheter was removed, and a hemodialysis (hd) catheter was simultaneously placed. The patient will remain on hd until the infection has cleared. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the serious adverse events were not caused by any (B)(6) product(s) and/or device(s). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).